Manufacturer narrative:
Block d4 the model and lot number are currently unknown. Block h6 device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during a endoscopic sleeve gastroplasty (esg) procedure performed on (B)(6) 2025. During the procedure, while loading the third suture into the needle driver, the suture was cut. The physician replaced the suture with another of the same model, but this suture was also cut. The procedure was completed with another overstitch sx endoscopic suture system and another overstitch 2-0 polypropylene suture. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts. Note: this report corresponds to the first of two sutures used in the same procedure.